Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The previous pump and cylinders were implanted on (B)(6) 2007 and the previous reservoir on (B)(6)2007. All the components were removed and replaced with a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Previous implant would not inflate. There were no further patient adverse effects.